Event description:
It was reported to manufacturer that the vns patient was experiencing constant voice alteration and the patient felt that the device was continuously stimulating. Further follow up with the treating physician revealed that the patient was also experiencing a constant coughing, pain in the throat, and pain when the patient stretches the head back. The physician subsequently turned the device off. The reported events did not subside immediately following disablement of the device, however, over time, the events did subside. The patient followed up with a surgeon for a consult and the patient's caregiver explained that the day the reported events began, the patient was playing at a playground and no specific trauma occurred, however, at that point the stimulation became painful in the neck and worsened over time until the device was disabled. At the surgical consult, system and normal mode diagnostic tests were performed and revealed normal device function with the near end of service indicator was no. The surgeon opted to replace the generator. Attempts to obtain the explanted generator for analysis have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.